Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected. Re-implantation is considered.

Event description:
The user's hearing performance with the device was affected. The user has been explanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the coil pin that is typical for severe external impact to the implant site. In addition, in situ measurements showed several channels with high channels or involved in a short circuit already before the suspected impact due to undetermined reasons. Re-implantation was not possible due to ossified cochlea. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure due to the suspected trauma seems likely seems likely. In addition, in situ measurements showed several channels with high channels or involved in a short circuit already before the suspected impact due to undetermined reasons. However, to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet. Re-implantation was not possible due to ossified cochlea.

Event description:
The user's hearing performance with the device was affected. The user has been explanted.